Event description:
The customer contact reported the pt received more medication than intended. At 1120, the device was programmed to deliver versed 100mg/100ml at a rate of 22ml/hr with a vtbi (volume to be infused) of 100ml and the delivery was started. No further programming parameters were provided. At 1220, the nurse noted the versed solution bag was empty. The physician was notified. There were no adverse pt effects. No medical interventions were required. The device was removed from clinical service. Therapy was resumed, using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.